Event description:
Eleven days post implant the patient called and reported that their pacemaker was not working correctly. The patient stated that they had to go back to the hospital and have the device adjusted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)